Event description:
It was reported that during a coronary drug eluting treatment procedure, deflation issue occurred. The treatment was for a 10-15 mm non-calcified, 95-99% stenotic lesion in the left anterior descending artery (lad). The physician successfully deployed a taxus express2 - 3.0 x 20 mm stent at 14 atms for 30 seconds. Upon deflation the balloon would not fully deflate, thus leading to difficulty in withdrawing the balloon. The physician then inadvertently deep throated the xb 3.5 #6 french guide catheter into the left main coronary artery. Consequently, a large left main coronary artery dissection occurred and a rapid development of massive occlusive thrombus formed. The pt then suddenly went into asystyole and cardiac death while on the cardiac catheterization table.

Event description:
It was further reported that the pt presented with an acute myocardial infarction, cardiogenic shock, unresponsiveness and was vented. In addition, the physician attempted to direct stent the lesion. It is noted that this is against dfu. After successful deployment of the taxus stent the physician encountered resistance withdrawing the balloon from the stent. In the opinion of the physician the balloon may have been sticking to the stent.